Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2010 ater use of the product.

Manufacturer narrative:
This is one of two device reports related to this event, the associated manufacturer report numbers are 1225714-2013-00147 and 1225714-2013-00148. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received noted the patient experienced a cardiorespiratory arrest.